Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the endoscopic image of the subject device disappeared. It was reported that there was no abnormality in the endoscopic image during the preparation before the procedure. The user replaced the subject device with a similar device (laparo-thoraco videoscope ltf-vh) and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed there was no disconnection and no faulty soldering within the video connector. In addition the reported phenomenon was not duplicated even if the universal cord was twisted and the bending section was fully angulated. However, the endoscopic image of the subject device disappeared, when the electric board of the video connector was warmed. Based on the evaluation result and passed similar case, it is surmised that the reported event occurred due to a damage of the mounted component on the electric board within the video connector. The subject device has no repair history more than 6 years since it was delivered to the user facility.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".